Event description:
It was reported that the pump had a plunger sensor error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The top case was chipped front corner. Error history log review found a syringe plunger not in place alarm. The root cause of the reported issue was found to be the pump would not recognize the flippers. The cause of the issue is known and is design related. Actions were taken to mitigate the reported issue: replaced the plunger.